Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during a kyphoplasty procedure, two needles were inserted into the patient's vertebrae (bi-lateral approach). After inserting the needles, the surgeon decided to switch the needles to the ones in the synflate kit in order to use a balloon. The needles got stuck in the patient's vertebrae and a lot of force was used to try to get them out. One (1) needle came out and the other one (1) detached from the handle because of the force that was used. While pulling the needle out it broke and an open procedure needed to be performed. After preforming a small incision, the surgeon reached the base of the vertebrae and pulled whatever he could from the needle. A part of the needle remained in the vertebrae. In addition, after inserting the synflate's balloon and inflating it, the balloon ripped and failed under the pressure (although the bar didn't reach the maximum level permitted). There was a surgical delay of one (1) hour. This report is for one (1) confidence spinal cement system introducer needle, diamond tip 13g x 4 inches. This is report 1 of 2 for (B)(4). This report is related to (B)(4).